Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 20 sep2018. Philips fse (field service engineer) confirmed unit went inoperable in the error log. Fse replaced sensor printed circuit board to address errors found, unit passed all performance tests and is ready to be returned to service.

Event description:
The customer reported that the ventilator was inoperable. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 04dec2018. Date of manufacturer: 03dec2018. The customer sensor board was returned to philips for evaluation. The sensor board was tested and no failures were identified.